Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis, nyha functional class iii heart failure, hypertension, previous acute pulmonary oedema, renal failure (not on dialysis), and right ventricle insufficiency underwent an initial implant procedure with the evolut fx valve (size 29 millimeter) via right femoral arterial access under local anesthesia. During the procedure, ventricular fibrillation (vf) occurred as an acute complication, and a vascular access site dissection was observed at the end of the procedure. Standard electrocardiography performed the day before the valve implant showed a left bundle branch block. No treatment was reported for the vf or dissection.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number n/a; product type: heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.